Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the distal edge was found to be lifted. The procedure was completed with another synergy stent. No patient complications nor injuries were reported.